Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that an optiflo 23 guage hemostasis catheter injection needle was used during a sclerotherapy procedure performed two days prior. According to the complainant, during procedure preparation, the physician noticed that "when the device needle was closed, it did not enter inside the sheath completely". The procedure was completed with this optiflo injection needle device. There were no patient complications reported as a result of this event.